Event description:
Constant yeast infections; dyspareunia; excessive vaginal discharge; painful cramps during menstruation; darkness of face and neck; decreased libido; sometimes up to 3 periods in a month; sometimes heavy and sometimes light periods; suddenly shock-like abdominal pains;weight gain

Event description:
(B)(4). I have not had a period in over 6 months now, I am not pregnant, pain in pelvic area increased in intensity now since I submitted my last report, I have not had sex in over 7 months because I just dont feel anything, my libido is dead, about to get a divorce because of that (of course), I am currently taking tylenol 650 mg twice a day in order to keep pelvic pain under control, sometimes tylenol helps but most of the times it dont. I am currently trying to see a gynecologist but I just cant afford anything.